Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown dall miles 2mm cable. It was noted that no further information will be provided by surgeon/hospital per hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital policy.

Event description:
Patient's right hip was revised due to pain. Cable that was used in previous revision was thought to be causing the patient pain. Surgeon did a head swap (no poly exchanged) and removed cable. Per sales rep statement prior revision of primary surgery cannot be confirmed if stryker components were used in the primary surgery.